Manufacturer narrative:
Continuation of d11: product ID 8596sc serial# (B)(6) implanted: (B)(6) 2018. Product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer via a the device manufacturer representative indicated that the patient was receiving dilaudid (10 at .5) via an implantable infusion pump. It was reported that the pump flipped and cerebrospinal fluid (csf) flow was lacking. It was noted that the patient had loss weight. A pocket revision was performed; the catheter was untwisted and csf flew freely. The issue was reported as resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 the patient reported that she was not feeling normal. She stated she had been feeling bad for the past 2.5 to 3 months. She was not feeling like herself. She was sleepy and tired, and she stated that she had told her hcp (healthcare professional) about this feeling. The last 2-3 times she had gone in for a pump refill, the pump had turned or flipped. Her hcp was able to correct the pump position for the refill. Her pump was last filled on (B)(6) 2019 and at the refill they took 15cc out of the pump when they thought they would get 13cc. The other night, she sat down in the tub and she felt the pump move and it hit her hip bone. She was not sure if it flipped or not. No further complications have been reported as a result of this event.